Manufacturer narrative:
The device used was indicated as unavailable for evaluation. However, based on an image provided, the missing crimp/clamp from the accura wire was confirmed. Without the actual sample to review, a conclusive root cause cannot be determined. Argon will continue monitor the problem for any future trending.

Event description:
After patient treatment, we found that there is no hard wire.